Event description:
It was reported that there was a strong heat development in the battery compartment area when using aa batteries. There was unknown patient involvement.

Manufacturer narrative:
One device was received for analysis. The review of service history found that the device had been in for service but for an unrelated problem. Functional testing was performed but no device problem was found. The device did not get hot. No further actions will be taken.